Manufacturer narrative:
Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, detached and missing end cap, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and is broken. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.